Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite gravity set was separated the following information was received by the initial reporter with the following verbatim: it was reported by the customer that flexible tubing separating from the harder plastic injection ports.

Manufacturer narrative:
Investigation results: it was reported that there was a separation. One photo was taken that confirmed the complaint. Due to no sample being received, no further investigation can be conducted and no root cause could be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.